Event description:
The patient underwent cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the lens dislocated and required intervention to explant the lens and exchange it for a different lens model. The physician reports the same occurrence for the patient's right eye. Additional information has been requested. Reference MDR #2031924-2009-00085.